Manufacturer narrative:
Philips has investigated the complaint. According to the information collected, fluoroscopy did not work. After a restart of the system, fluoroscopy was available. A philips engineer checked the system onsite and did not identify any malfunction. The sequence of events described by the customer could not be found in the log file of the system. Philips has not been able to determine the cause of the reported problem.

Event description:
It has been reported to philips that at the start of an emergency coronary treatment procedure the system could not be switched on. After a restart the procedure was completed. No harm to the patient and user has been reported to philips. Philips has started an investigation for this complaint.